Manufacturer narrative:
Sample received by manufacturer, but investigation is incomplete at time of this report. Per device history report DHR investigation did not show issues related to this complaint.

Event description:
The event is reported as: complaint alleges: the heater melted the circuit during patient use. No patient injury reported.